Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. The previous implanted head was removed, leaving both cup and the stem well fixed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the hemi head, modular sleeve and acetabular cup was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch for the hemi head, modular sleeve and acetabular cup. This will continue to be monitored for the acetabular cup, for the hemi head and modular sleeve, no action is to be taken as they are no longer sold. No other similar complaint has been identified for the part number and the reported failure mode for the modular sleeve. Other similar complaint has been identified for the part number and the reported failure mode for the hemi head and acetabular cup. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Hemi heads and modular sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A risk management review was performed for the acetabular cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. The reported pain and high levels of metal ions along with the intraoperative findings of thickened synovium, pseudotumor, and lytic lesion may be consistent with findings associated with an adverse reaction to metal debris. However, the clinical root cause of the reported clinical symptoms cannot be confirmed, and it cannot be concluded that the reported events were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr tha performed on (B)(6) 2008, the plaintiff underwent revision surgery on his right hip on (B)(6) 2020 due to a failed right tha associated with high levels of metal ions. Patient presented previously discomfort and pain. During this revision, a conversion to an active joint with bone graft of the acetabular defect was carried out, the previous implanted head was removed, leaving both cup and the stem well fixed. The patient's outcome according to the last medical visit in (B)(6) 2021 is ongoing.

Manufacturer narrative:
Internal complaint reference (B)(4).